Event description:
Same case as MFR report #: 2134265-2008-02492, 02494. Clinical trial. It was reported that 45 days following a coronary artery stenting procedure, the patient returned with in-stent restenosis. The index procedure treated the de novo, 100% stenosed, 3.0x20mm proximal rca (right coronary artery). Treatment consisted of pre-dilation, placement of three overlapping express2 bare metal stents (3.0x24mm, 3.0x20mm and 2.75x16mm), and post dilation resulting in 0% residual stenosis. The patient returned 458 days following the index procedure for a study required 13 month angiogram. The patient was asymptomatic however angiography revealed 70% in-stent restenosis. Reintervention consisting of balloon angioplasty and placement of another manufacturer's drug eluting stent was performed. The event was listed as resolved and the investigator assessed the event as definitely related to the devices. There were no further adverse events for the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.